Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. The product was not returned for investigation; therefore, the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that a small piece of black plastic came out of the irrigation nozzle. There was no patient involvement and therefore no adverse consequence.